Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received cartridge alarm 19s while loading multiple cartridges. The customer was able load a cartridge without the alarm and insulin delivery was resumed. Blood glucose (bg) was 450 mg/dl and an insulin injection was administered to address the bg level. The cause of the high bg was not known.